Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.

Event description:
It was reported the patient (B)(6) experienced hematoma and swelling at the ipg pocket site following the procedure. Consequently, the ipg pocket was opened and the blood vessel was cauterized which resolved the issue.